Event description:
There was an allegation of a questionable na electrode (sodium) result from the cobas 6000 c501 module for 6 patients. Patient c's initial result was 582 mmol/l, and the repeat result was 129 mmol/l. On (B)(6)2025, patient a's initial result was 428 mmol/l, and the repeat result was 134 mmol/l. On (B)(6)2025, patient b's initial result was 158 mmol/l, and the repeat result was 137 mmol/l. The following 3 patients were tested on unknown dates: patient d's initial result was 394 mmol/l, and the repeat result was 137 mmol/l. Patient e's initial result was 170 mmol/l, and the repeat result was 143 mmol/l. Patient f's initial result was 363 mmol/l, and the repeat result was 143 mmol/l. The samples were repeated on a cobas 8000 c702 analyzer. The repeat results were deemed to be correct.

Manufacturer narrative:
The lot number and expiration date were not provided for the na electrode. A field service engineer (fse) determined that the rinse arm had a punctured tube and replaced it. The investigation determined that the service action resolved the issue.